Event description:
It was reported that during a da vinci si surgical procedure, the system did not recognize the maryland bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm the reported recognition issue with the instrument. The returned instrument was placed on an in house da vinci si system, which successfully recognized the instrument. The pogo pins did not stick and were not contaminated. The dcp (dallas chip processor) verification and electrical continuity tests passed. The instrument was driven an moved intuitively and grips opened and closed. Additional observations not reported by the customer were damages to the bipolar pins, main tube, and distal pulley. The bipolar pins were bending towards each other and were also loose but still attached to the insert. The distal end of the main tube exhibited various scratch marks showing light material removal. Scratches were short in length and not axially aligned with the tube. There was also an indentation at the edge of the distal pulley and scratches on the surface of the pulley. Evidence not conclusive, but damages to the bipolar pins, main tube, and pulley may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis could cause or contribute to an adverse event, if to reoccur.